Event description:
The account alleges the head of the bed will run up a few inches and then runs back down. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.